Manufacturer narrative:
Additional information was received that the patient was experiencing frequent charging and the ipg would not hold its charge. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The returned ipg (sc-1110-02/(B)(4)) was analyzed and passed the required test and exhibits normal device characteristics.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.